Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. A pump log review was completed for the low blood glucose allegation. Based on the log review, the cause of the low blood glucose was not verified.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Cause was not known. Customer consumed glucose tablets to address bg. Reportedly, 911 was called and emergency medical technicians (emts) gave the customer glucose to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.